Event description:
The account's maintenance stated, the foot down function moved unintentionally.

Manufacturer narrative:
Technical support instructed the account's maintenance on troubleshooting the issue. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.